Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. The patient's implantable cardioverter defibrillator delivered six unsuccessful shocks for ventricular fibrillation. External shock was delivered. The patient was intubated and on a respirator.